Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients battery was causing pain due to weight loss. The patient underwent a revision procedure and was doing well postoperatively. The patient had two impedances the impedances did not clear in the operating room. The explanted ipg will not be returned.